Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2011-00028 the (B)(6) male patient was part of the (B)(4) study. The patient's medical history includes severe pulmonary disease, first-degree relative with premature cad, smoker (female 5packs of cigarettes), diabetes mellitus, coronary artery disease and hypertension. High risk criteria include chf (class iii/IV) and/or known severe left ventricular dysfunction and bilateral carotid artery stenosis. A precise stent was implanted in the right distal common carotid artery. Heparin was given for the procedure. During the index procedure the patient had a behavioral change that was diagnosed as a stroke. The event did not require any additional intervention. Symptoms resided with minor residuals. The angioguard device was inside the patient when the symptoms began. (B)(4): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15257647 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2011-00028 device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The target lesion was located in the right distal common carotid artery. The patient received a precise stent. The email received for the (B)(4) study indicated that during the index procedure the patient had a behavioral change that was diagnosed as a stroke. The event did not require any additional intervention. Symptoms resided with minor residuals. The angioguard device was still inside the patient when the symptoms began.